Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a stent placement procedure in the right femoral artery, the tip of the device allegedly broke off during procedure intervention. It was further reported that the stent was allegedly collapsed on itself. Reportedly, the patient had a cutdown procedure, exploration and bypass. The current status of the patient is stable.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. During physical investigation it was noted that the returned sample is in used condition without stent that reportedly has been deployed inside patient. The inner catheter cardan tube is broken at the distal end close to the tip with elongation at the break site indicating tensile force before break; the broken off distal end of the cardan tube including oval tip is separately included. A second break of the metal inner catheter is present at the proximal end close to the grip. The investigation leads to confirmed result for break, and detachment. Provided image of the sample match the condition of the returned sample. X-ray images demonstrating the deformed stent were not provided so that the reported stent collapse is inconclusive. An indication for a manufacturing related cause could not be found. Based on the information available, the investigation is closed with confirmed result for inner catheter break and detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The IFU further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)'. Regarding insertion and removal difficulty of the delivery system the IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. G3, h6(patient, device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a stent placement procedure in the right femoral artery, the tip of the device allegedly broke off during procedure intervention. It was further reported that the stent was allegedly collapsed on itself. Reportedly, the patient had a cutdown procedure, exploration and bypass. The current status of the patient is stable.